Event description:
It was reported that the bd syringe 10ml ll s/c 200 barrel was cracked. Becton, dickinson 10 ml syringe seringue luer-log tip, lot: 5030615, ref: 302995 syringes are cracked. And leaking, some cracks are large and visible, and some are less visible.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4)- supplemental MDR - barrel cracked. Seventy sealed samples of 10ml luer-lok syringes (part number 302995, batch 5030615) were received and evaluated. Sixty-three samples showed no defects and were considered acceptable. Seven samples had cracks in the barrel, and four of those were found to leak. This condition is non-conforming per product specifications. Potential root cause for the barrel cracked defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 5030615. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.